Event description:
It was reported that the pigtail sheared off and snaring occurred. A 5f impulse catheter-diagnostic was selected for use. Upon inserting the catheter, the pigtail portion of the catheter was completely sheared off into two pieces, a few inches from the distal tip. The fragment shot down the descending aorta and lodged near the renal. Snaring was used to remove the fragment. The procedure was completed with a different device. No patient complications were reported.